Manufacturer narrative:
This ipg serial number is included in a field advisory. Results - visual inspection of the ipg revealed denting on the casing. Electrocautery markings were found near the top of the casing located by the header lead ports. The ipg was sent to the machine shop to have the casing cut open to allow a visual inspection of the device substrate and further electrical analysis. Lab equipment failed to locate the device. A lab programmer also failed to locate the device during a communication test. A visual inspection of the device also revealed the coil and other components were damaged. Electrical testing of the device found several of the electrodes measured high during impedance testing. No further electrical testing could be performed on the ipg due to the damage that occurred during cutting of the casing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-05408.